Event description:
The manufacturer received information alleging a ventilator showing error replace fio2. The device was not in patient use. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's fio2 sensor assembly and cable were replaced to address the issue.

Manufacturer narrative:
Third party field service engineer.